Event description:
While performing a pci on the patients circumflex artery, the stent came dislodged off of the balloon it was mounted on. The stent became dislodge in an artery in the patients upper arm. The stent was then pulled back with wires into the radial artery where it was left. FDA safety report ID # (B)(4).